Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic where extrusion/ erosion of the device was observed. The device and associated leads were explanted and a new system was implanted to avoid the potential risk of infection. No additional adverse patient effects were reported. The explanted products were not to be returned due to contamination.